Event description:
It was reported that during fixation of the retention sleeve, the sleeve broke. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed. Further testing revealed that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, there was blood in/on the helix mechanism, and apparent explant damage.